Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of issues with customer's high blood glucose levels and no delivery alarms. The customer states they conducted multiple set changes due to no delivery alarms and bent needle. The customer's blood glucose level at the time of incident was 560mg/dl. The customer states they treated with site change. Troubleshoot was conducted. The customer was advised to monitor the device and call back if issues persist.